Manufacturer narrative:
Patient information was refused by the site. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a hip procedure. It was reported that site was having issues connecting the imaging system to the navigation system. It was found that when the customer connected the imaging system to the network to get the worklist and patient information, the system created a connection to a planning station on the same network as the ior software was not enabled. The ior system enables the customer to choose the system to connect to. Medtronic imaging and navigation were aborted. There was no patient impact reported and a less than one hour delay to surgery. Later investigation found that the system had not been defective. The issue occurred because of missing training and ior being inactive. The training has since been provided and the ior activated.